Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo device's screen freezes with touchscreen unlocked. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, the customer's complaint was not able to be reproduced. However, not related to the complaint, saline contamination was confirmed in all hoses, and a debug message was observed in the event log. The device's 3-way solenoid valve, particulate filter, air inlet foam filter, tubing system pca, tubing blower chassis, tubing-low flow o2, and tubing-fio2 were replaced to address the issue. The device passed functional test.

Event description:
The manufacturer received information alleging a trilogy evo device's screen freezes with touchscreen unlocked. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.